Event description:
It was reported that during a da vinci-assisted inguinal hernia surgical procedure, the force bipolar instrument jaws locked onto tissue and would not release. The surgeon had to use another instrument to pry open the jaws. There was no patient injury. The system had no error message displayed. The force bipolar instrument was inspected prior to use and the surgeon was unsure of why the instrument jaws locked. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the force bipolar instrument jaws were stuck on tissue when the issue occurred. The surgeon was successfully able to open the instrument jaws intraoperatively and release the tissue. The release key/mechanism was not used. The surgeon used the monopolar curved scissors instrument to open the jaws. There was no adverse effect to the grasped tissue. There was no unexpected tissue removal. There was no bleeding. There was no abnormalities noted with the force bipolar instrument such as a dislodged/misaligned jaw or grip tip sticking out.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The force bipolar instrument was analyzed and found to have a bent grip, causing side to side misalignment of the grips. There was a 0.035¿ offset at the tips. Additional observation related to customer reported complaint was also identified: the force bipolar instrument was found to have a dislodged molded insulator at the distal end. Additional observations not reported by site were also identified: the force bipolar instrument had signs of corrosion on the instrument bearings. The grip input disk bearings exhibited orange discoloration. The instrument was found to have dried residue around the clamping pulley cable groove. The complaint was confirmed by failure analysis.